Manufacturer narrative:
The field service engineer replaced tubing and seals on the analyzer. After these actions, the issue was resolved. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The estradiol reagent lot number was 84459401, with an expiration date of 31-jan-2026. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 analyzer. The sample initially resulted in an estradiol value of 81.81 pg/ml. The sample was repeated twice, each time resulting in a value of < 5 pg/ml.